Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue. The root cause of the customer-reported failure mode could not be determined as the product would not been returned for evaluation.

Event description:
It was reported that during a da vinci-assisted bilateral inguinal hernia general surgical procedure, the endoscope was plugged in there was a black spot towards the top of the screen. The customer has cleaned it and left it alone. The customer plugged it in today and the black spot was still there. The procedure did not have a delay. The surgeon had to convert to open for other reasons. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The endoscope instrument was analyzed and found to have damage at the distal end. The distal window located at the distal tip was visually inspected and found cracked. The endoscope cannot be repaired and will be scrapped. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer-reported issue.

Event description:
Refer to h10/h11 for follow-up information.